Event description:
Patient reported right side exchange from textured to smooth, pain, swelling, and infection. Also reported autoimmune issues, which were determined to be not device-related. Device remains implanted.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, exchange from textured to smooth